Event description:
It was reported that the patient rubbed-up against an arthritis bracelet in a department store. It made her neurostimulator turn off and reset all the problems. The patient had to visit her physician to reprogram her device. Further information is being requested from the hcp.